Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.

Event description:
It was reported that when lowering the bed electronically the bed would unexpectedly go into trend position. The bed required a reset and the issue was resolved. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.